Event description:
The company was informed that the patient developed an infection after the initial implant surgery. Advanced bionics is in the process of gathering more information and will submit a supplemental report.